Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nurse collected an arterial blood sample from the patient. After the arterial blood sample was successfully pulled out, the blood sample leaked out from the piston part behind the blood sampler, contaminating the blood sample. The nurse replaced the arterial blood sample and collected blood again successfully. The patient had unknown signs or symptoms experienced.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.